Manufacturer narrative:
This event and revision surgery is the result of a patient's hip dislocation after 10 days of patient implant use. This is the second revision for this patient. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 21 prior complaints reported against this part number; summary of investigations: 13 dislocation, 2 instability and looseness, 2 pain, 2 revision with unspecified reason, 1 device issue, 1 wear. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the joint dislocation. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint dislocation that are not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness

Event description:
Second revision surgery - due to the patient's hip dislocating.